Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was recommended doing ground isolation and vent inop tests, inspect blindmate connections and reseat inspiratory module, replacing inspiratory module. Also recommended replacing inspiratory electrical printed circuit board (pcb), as needed. Customer reseated the power supply and tightened graphical user interface (gui) cable and unit passed and is aback in service. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.